Event description:
It was reported that the customer had high blood glucose levels of 213 mg/dl. The customer reported a lost sensor on the insulin pump. Troubleshooting was done. The customer was advised to remove the sensor and check for any damage. The customer reported difficulty removing the sensor from the body. The customer reported that the sensor of the insulin pump was completely smashed and retracted. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and visually found cannula retracted inside the sensor base and also inspected insertion needle and found it bent. Unable to confirm if customer received sensor in said condition due to it being returned opened and used.